Event description:
Pt had ppm kdr701 implanted with 4524-atrial lead and 4024 ventricular lead. Ppm prematurely experienced battery depletion due to high atrial thresholds. Atrial lead was entirely removed during procedure. Ventricular insulation was damaged during generator replacement. Ventricular lead was then replaced.